Event description:
Reportedly, this device was explanted after approx a 2 yr, 6 month implant duration due to mitral insufficiency and bacterial endocarditis.

Manufacturer narrative:
Device not returned.